Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA.

Event description:
The customer site reported to their lmnx mas that they had observed a false positive result with the sars-cov2 eua assay for a high CT value n gene. Customer is repeating all positives over 35 CT on the aries and then also on the panther in triplicate. Aries run 1 sars-cov-2 positive. Aries run 2 sars-cov-2 negative. Panther run: negative.